Manufacturer narrative:
According to the coolsculpting user manual, under warnings, coolsculpting system use has not been studied in patients with impaired peripheral circulation in the area to be treated. It also states that the use of the coolsculpting device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. It is not recommended to use the coolsculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries, or veins. The investigation is ongoing pending additional information requested from the provider.

Event description:
A treatment provider reported that a patient treated was treated to the inner thigh area with coolsculpting experienced a vein rupture and needed corrective surgery.

Manufacturer narrative:
Corrected data: b5 (treatment date, applicator), d1, d4, d9, g1, g4.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the inner thigh on (B)(6) 2021 using the cooladvantage applicator with coolfit contour and presented with vein rupture. The patient underwent corrective surgery on an unspecified date.